Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to b5, d4, g2, h4 and h6. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the above information, the reported event was most likely impacted by procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per received medical records: the patient presented with severe aortic and mitral regurgitation and underwent maze procedure, ligation of laa, mvr with a non-edwards valve, and an avr with a 3300tfx valve was implanted. The 21mm 3300tfx valve was excised. The annulus was enlarged with a bovine pericardial patch and a 23mm 11500a aortic valve was implanted. Post implant tee revealed normal leaflet motion, no regurgitation or stenosis, and a mild perivalvular leak of the aortic prosthesis and trace mitral perivalvular leak. The patient tolerated the procedure and was transferred to the recovery room in stable condition. On pod #5, the echo showed a well-seated aortic valve with moderate paravalvular regurgitation at approximately 3:00 clock with severely enlarged lv, ef 60%, and mild-moderate tr. There was no indication for intervention. The persistent pvl caused hemolysis. On pod #34, the patient had an acute decompensated septic shock from bacterial pneumonia and gi factors. Subsequently, multiple organ failure and coagulopathy developed. The patient was placed on comfort care, suddenly developed asystole and expired on pod #36. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the received medical records, that the patient presented with severe aortic and mitral regurgitation and underwent maze procedure, ligation of laa, mvr with a non-edwards valve, and an avr with a 3300tfx valve was implanted. The 21mm 3300tfx valve was excised. The annulus was enlarged with a bovine pericardial patch and a 23mm 11500a aortic valve was implanted. Post implant tee revealed normal leaflet motion, no regurgitation or stenosis, and a mild perivalvular leak of the aortic prosthesis and trace mitral perivalvular leak. The patient tolerated the procedure and was transferred to the recovery room in stable condition. On pod #5, the echo showed a well-seated aortic valve with moderate paravalvular regurgitation at approximately 3:00 clock with severely enlarged lv, ef 60%, and mild-moderate tr. There was no indication for intervention. The persistent pvl caused hemolysis. On pod #34, the patient had an acute decompensated septic shock from bacterial pneumonia and gi factors. Subsequently, multiple organ failure and coagulopathy developed. The patient was placed on comfort care, suddenly developed asystole and expired on pod # 36.